Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that on an unspecified date in early 2008, she obtained an alleged high blood glucose reading of "480 mg/dl" with the subject meter. Immediately after obtaining the alleged high result, the patient claimed she felt dizzy, developed a panic attack and "passed out." The patient reported that she was treated with oral glucose by emergency medical services as a result of the issue. The cca noted that the patient denied that her blood glucose was tested with any other device at the time of the serious injury. In addition, the patient reported that she took an increased dose of medication (12 units of insulin) as a result of the alleged high reading; however, since the patient immediately "passed out" after obtaining the result, it is not clear when she took the increased dose of insulin. At the time of troubleshooting, the cca noted that the patient was not cleaning the puncture area correctly. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged high blood glucose reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.